Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during the prime test due to protruded/loose drive support disk. Unable to perform occlusion and prime test due to prime/fill anomaly. Insulin pump received with scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported getting an alarm while priming. Customer stated the drive support cap was protruded. Customer's blood glucose was 300 mg/dl. Advised customer to disconnect from the pump and treat per healthcare provider's instructions. Customer was also advised that the insulin pump will be replaced. No other information reported.